Event description:
The customer reported to olympus that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp), the distal end cover fell inside the patient's stomach. Suction was used through the scope to drag the cover to the patient's mouth, and it was removed with a forceps. The procedure was prolonged, and the patient remained under anesthesia for an additional thirty minutes. The issue did not affect the outcome of the procedure. The procedure was completed. There were no reports of patient or user harm associated with this event. Patient identifiers: (B)(6) - distal cover (B)(6) - duodenovideoscope this report is for (B)(6).

Event description:
This report is being supplemented to correct d4 - unique identifier (UDI) number to (B)(6).